Event description:
The customer reported that after delivering 3 successful shocks, there was a pads off message on the monitor and the pads ECG waveform was not seen for 2 minutes and 20 seconds. There ws no negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported that after delivering 3 successful shocks, there was a pads off message on the monitor and the pads ECG waveform was not seen for 2 minutes and 20 seconds. There was no negative pat impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.